Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the pitch axis moved after the sureform stapler instrument removal a couple of times. There was no impact on procedure because it always moved after the instrument removal. The caller wanted to check if the behavior was normal. A video was provided to an intuitive surgical, inc. (Isi) technical support engineer (tse) for review. The tse reviewed the video and asked whether the instrument tip was straight when it was being removed. The caller stated that it was most likely the case but was not completely sure. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the universal surgical manipulator (usm) 1 did not move unintuitively or move freely with uncontrolled movements. The issue was resolved by performing tool guided exchange correctly. The procedure was completed as planned.

Manufacturer narrative:
Based on the claim against the product by the customer noting a usm drift, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the initial reporter who confirmed that the issue was resolved after performing the correct guided tool change. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the video clip was conducted by intuitive technical support engineer (tse). It is consistent with the reported movement of usm when instrument was removed.